Event description:
Dealer states the caster stem is bent. Dealer wanted a replacement under warranty. Dealer states there was no other indications of abuse.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.